Event description:
The pt was revised due to dislocation.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to indicate product error or contribution. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.